Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seal was removed. The top case was cracked down from the handle, and a rubber foot was missing. There was a supercap post error in the event history log. The customer reported product problem (supercap failure) was replicated upon start up. The problem source of this reported product problem was a design problem. This was identified as the root cause. The main board was replaced along with the top case and rubber foot.

Event description:
It was reported that a medfusion pump exhibited a supercap failure. In addition, the top housing had a crack, and the unit was missing a foot. This product problem was observed during patient use. The anesthesiologist noted that the pump did not display any errors. The patient also became aware of this product problem at the beginning of the procedure. There were no issues with the patient procedure or recovery. However the physicians noted that they wanted the pump to be checked out before it was used again.